Event description:
Reportedly the device display of patient ECG was intermittently unstable. The reporter stated that patient monitoring was successfully completed and although the patient was not resuscitated outcome was not affected.